Event description:
It was reported that during a da vinci-assisted pancreatectomy surgical procedure, repeated recoverable 23008 faults on arm 2 were displayed. The customer stated that they tried to recover multiple times but the fault kept coming back. The intuitive surgical, inc. (Isi) technical support engineer (tse) viewed system logs and confirmed multiple 23008 faults on the universal surgical manipulator (usm) 2, axis 8 for pot to encoder errors. The isi tse recommended power cycling the system. The customer performed this but the fault immediately returned. The isi tse then recommended releasing the sterile adapter on arm 2 and recovering the fault. The isi tse asked the customer if the surgeon would be willing to disable arm 2 and continue with the procedure using arms 1,3, and 4. The customer agreed. The isi tse recommended position arm 2 out of the way and disabling it. The customer performed this and after disabling the arm, and recovering the fault, the surgeon proceeded with the case. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system. The system was initially powered on without errors. The procedure was completed as planned.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced universal surgical manipulator 2 (usm) to resolve the issue with repeated recoverable faults 23008. The system was tested and verified as ready for use. Isi received the usm 2 involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the reported issue. The unit was tested on an in-house system and it failed normal mode as it triggered a 23008 error. Logs showed several errors of 23008, 1173, 23137, all pointing to carriage. The unit went through testing on a pftp and passed direction test, chipencoder virtual absolute (cva) characterization, friction test, carriage friction test, brake release test, brake hold test, carriage strength, carriage switches, and advanced brake test, but failed lissajous, sine cycle and sensors check. A review of the site's complaint history does not reveal any related complaints involving this product or this event. No image or procedure video was provided for review. A review of the site's system logs for the reported procedure date was conducted by isi technical support when the customer called for support. Investigation revealed multiple errors occurred during the surgical procedure that were related to the reported complaint. This complaint is being reported due to the following conclusion: an usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted and may lead to an injury due to the patient's inability to tolerate a conversion.